Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. It was reported by the contact that the customer had an elevated blood glucose level of 380 (mg/dl) and administered a shot to stabilize bg level. The customer changed out the cartridge and was able to complete the load process.